Event description:
Report received of the device failing to alarm for air in line during the annual checking of hte pump. The reporter stated that they spiked the IV bag and filled the tubing with fluid. They then removed the spike and allowed the pump to continue to run. The reporter stated that though air was being drawn into the tubing, the pump did not detect the air in line. It was reported that the testing was repeated 3 times with the pump running for 5-10 minutes each time. The air in line alarm never occurred. The reporter was unaware of any adverse events occurring while the pump was in clinical use. The air-in-line sensitivity setting was not reported. Although requested, no additional information was available.